Manufacturer narrative:
Concomitant medical products: detail of product: item # 7354-01-202, item name: stem nh collared 12/14 2 l, lot # 61156310; item # 0100634058, item name: zimmer mmc, cup, uncemented, 58 mm/50 mm, code p, lot # 2517556. The manufacturer did not receive the products, x-rays, or other source documents for review, where lot numbers were received for the device, the device history record were reviewed and found to be conforming. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer gmbh winterthur legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. This is a bilateral patient and the right side was reported under: (B)(4). Zimmer¿s reference number of this file is (B)(4).

Event description:
Legal case reported that a patient underwent revision surgery due to pain, metal ion and fluid concentration.

Event description:
No new information.

Manufacturer narrative:
Concomitant medical products according: item: zimmer mmc cup, catalog#: 01.00634.058, lot#: 2517556. Item: metasul ldh, head, catalog#: 01.00181.500, lot#: 2406088. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer gmbh winterthur legal department is well trained and passes all information concerning the case to our complaint handling department. DHR-review: ref: (B)(4); lot: 2517556, yield: 26, delivered: 23, scrapped: 3. Reason for scrapping: ballhead diameter. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Ref: (B)(4); lot: 2406088, yield: 32, delivered: 30, scrapped: 2. Reason for scrapping: ballhead diameter. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Ref: (B)(4); lot: 2502411, yield: 100, delivered: 100. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: elevated metal ions, pseudotumor, adverse tissue reaction. Event description: according to the received left hip claim of the patient, he had an mmc cup, metasul ldh head and taper porous stem (warsaw design) implanted on (B)(6) 2010. In or about late 2016, patient began to experience growing discomfort in the hip joint. On (B)(6) 2017 the patient was revised due to severe pain, elevated levels of metal ion and fluid accumulation. During the revision surgery, a large pseudotumor as well as an adverse local tissue reaction were detected. Review of received data: implantation report dated on (B)(6) 2010: pre-op diagnosis: degenerative joint disease, left hip operation: acetabulum reamed up to 56, 58mm uncemented cup for large head metal-on-metal placed. Size 2 stem implanted with 50mm head. Leg lengths were excellent. No evidence of instability. No abnormalities observed. Legal documents explaining the legal claim have been received. It is described that after a successfull recovery, patient began to experience growing discomfort in the hip joint in or about late 2016. The conservative treatments would have failed. On (B)(6) 2017 the patient was revised due to severe pain, elevated levels of metal ion and fluid accumulation. It would be stated in the surgical operative notes of the revision surgery, that a large pseudotumor as well as an adverse local tissue reaction from the metal-on-metal surfaces would have been detected. Toxic metal debris would have been released into the patient's hip joint as well as surrounding tissue. The mmc cup would have caused the patient significant injuries and would have affected his ability to care for himself. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check between the mmc cup and the metasul ldh head was performed and showed that the product combination was approved by zimmer biomet. However, as the used head adapter is unknown, the compatibility of the ldh head and the head adapter, as well as of the head adapter and the cls stem, is unknown. Conclusion summary: it was reported that the patient received a tha implant on the left hip side on (B)(6) 2010 and was revised on (B)(6) 2017 due to pain and elevated metal ions after almost 7.5 years in-vivo. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown and the reported event cannot be confirmed. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Possible causes of the reported event include increased wear due to too small clearance, chemical corrosion, too large clearance, component malpositioning or damaged component during operation. It is not known to which extent these factors caused or contributed to the reported event, as neither medical dara like x-rays, nor the explants were available for the investigation. Based on the given information and the results of the investigation, we were neither able to recreate the reported event nor to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). This is a bilateral patient and the right side was reported under:(B)(4). The following reports are associated with this event: 0009613350-2016-01187-5, 0009613350-2018-00795-2.

Event description:
It was reported that the patient underwent revision surgery due to pain, elevated metal ion, fluid collection, pseudotumor and adverse reaction on metal debris.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).